Event description:
It was reported that a flogard infusion pump does not function. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and a review of the alarm log were performed. An f-38 alarm was recorded in the alarm log and determined to be the malfunction. This alarm is caused by faulty force sensing resistors (fsr's). The fsr's were replaced and calibrated to correct the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.